Event description:
It was reported that alarm 22 occurred. The customer's blood glucose level displayed "high"; however, a specific value was not provided. Elevated glucose level was managed by administering a correction bolus via the pump and did not require third-party assistance. Technical support educated the caller that the alarm was triggered by continuous pressure on the wake button, which the caller understood and acknowledged, successfully resuming insulin delivery.